Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that, per office visit notes dated (B)(6) 2019, the patient presented to the ER with left sided leg numbness. The patient stated that they had their bladder stimulator placed 2 years ago and had bothered them ever since they went through a metal detector (was wanded) at a courthouse earlier in the week. The patient had the symptomology from their left hip radiating down to the left foot. They denied any injury/trauma, ¿alleviating factors¿, loss/changes of bladder/bowel function-habits, saddle anesthesia, fever, history of IV drug abuse, chest pain, nausea/vomiting, abdominal pain, blurred vision, or slurred speech. The patient rated the pain at a constant aching on a scale of 6 out of 10. Palpation exacerbated the pain. There was mild tenderness in the lower back. Notes of an office visit dated (B)(6) 2019 reported that the device was off without complaint. X-rays of the left hip were unremarkable. It was noted that the patient had improvement in the symptoms while in the ER. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient went through a metal detector and screening wand and now had numbness and pain. The patient stated that they tried to bypass the screening with their ID card but security would not let them. They indicated that they could not sleep because of the numbness and pain with the stimulation off. The patient also stated that they were able to sleep but felt the numbness and pain with the stimulation. There were no further complications reported or anticipated.